Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported.

Event description:
It was reported that during a surgical procedure, the bur broke.the procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.